Event description:
Information received indicates, the brakes would lock and hold but if the caster was pushed from the side, it would rotate.

Manufacturer narrative:
The technician replaced the worn brake caster to repair the stretcher.